Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). After further investigation by baxter personal, it was found that the undetermined malfunction was a separated coil cap. A follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample for evaluation. Visual examination confirmed the reported condition of a cracked coil cap. The root cause was due to an operator error during the assembly process. Awareness training was performed by all applicable manufacturing operators. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.additional information: this issue has been escalated to CAPA.

Event description:
It was reported that prior to product use it was noted that there was an undetermined malfunction of the intermate device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additonal information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.